Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed one unexplained pump reboot. The returned battery cap was secured to the pump and maintained an electrical connection. The cap was unscrewed ½ a turn with no power loss occurring. The returned battery cap contacts were within specifications. There was evidence of moisture corrosion observed inside the battery compartment and on the underside of the battery cap. A leak test was performed and both battery compartment and bolus button leaks were found. The audio bolus button responded appropriately to button presses despite the button cover damage. The pump case was removed and there was no intermittent condition or moisture found inside the pump or within the power circuit. Unrelated to the original complaint, the battery compartment was found to be cracked above the bumper pad and on the side at the threads. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.